Event description:
Reports alleges patient's mammogram of aug. 15, 1996 showed both implants were ruptured. Report also states during removal surgery the right implant was found to have a pin hole with a slick covering over the entire surface of the implant and on the left side there was a complete rupture of the implant with free silicone lining throughout the pocket. A complete capsulectomy was carried out on both sides.